Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced in describe event or problem are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a thoracic aneurysm valve replacement (tevar) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, a cuff miss was noted with the second proglide device. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 24f and the tevar procedure was completed. The successfully preplaced sutures of three proglide devices came out of the vessel during knot tightening. A surgical cutdown and suturing were performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to not all the components being returned. The reported treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.